Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed hardware low level failures, motor communication error, and power error. The patient's blood glucose at the time of incident was 7.2 mmol/l. Troubleshooting was initiated for the insulin pump. A self test was performed and the hardware low level failures alarm recurred. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, hardware low levels alarm and motor communication error alarm during self-test and confirmed in the pump history due to cracked solder joint on keypad assembly. Power loss alarm, low battery alarm and power error alarm confirmed in the long trace. Power loss alarm occurred after the power error was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at printed circuit board. The insulin pump was monitored and functioned properly. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.